Event description:
It was reported that a cgm error 42 occurred, as mentioned by the caller. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, error code did not reappear. Caller can continue to use pump.